Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The follow-up data received with this lead confirm the undersensing issue mentioned in the complaint description. In particular, in 2014 and early 2015 sensing had temporarily been as low as 2 mv. During the visual inspection of the lead deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis of the lead revealed deformations of the svc shock coil which most likely occurred during the explant procedure. Additionally, coagulated blood along the inner coil was observed. These blood residuals were most likely introduced by means of stylets used during the surgery. With regard to the observed undersensing, the analysis of the lead did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. After an implantation period of about 42 months, decreased sensing values were reported. As the patient had been monitored closely for a longer period, it was now decided to replace the lead. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.